Manufacturer narrative:
The manufacturer postal code for sections (B)(4). The code was removed to facilitate timely regulatory report submission, and solely as a temporary workaround to a validation issue for section.

Event description:
It was reported that that following a computed tomography (CT) examination, a pacemaker reset occurred. The device was reprogrammed and remains in use. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.